Event description:
The customer's grandmother reported via phone call that the customer had exposed the insulin pump to pool water. Customer was swimming and did not remove her pump for about 5 minutes. Customer did not have any alarms but she had trouble bolusing for her lunch. The caller stated that the numbers kept scrolling until she finally got it to stop. Customer's blood glucose at the time was 146 or 149 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Caller stated that it was an old pump and the customer has a new pump that she is currently using. Caller stated that she will call back to troubleshoot the pump in july because the customer is in houston and she is in north texas.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.